Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in posterior side assessed as unidentified (tear) opening (shell thickness within specification) additional observations: ¿ brown particles observed in the surface of the shell. ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the right side.